Manufacturer narrative:
An event regarding a shell not sitting well involving a trident ii tritanium cluster shell was reported. The event was not confirmed. Method & results: -device evaluation and results: the trident shell showed very minor signs of use, no visual remarks were noted. A dimensional inspection was performed and concluded that the device is dimensionally within specification. -medical records received and evaluation: not performed as no information was available for evaluation. -device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records were available at the time of evaluation. Feedback from the sales representative denotes the procedure was according with surgical protocol; further information such as pre-operative and operative report as well as patient history were needed to complete the investigation for determining root cause. If additional information become available, this investigation will be reopened.

Event description:
Sales rep reported a primary right hip revision due to cup not sitting well, surgeon exchanged the cup for a new one.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a primary right hip revision due to cup not sitting well, surgeon exchanged the cup for a new one.